Event description:
The scrub tech noted that the end of the laparoscope, when connected to the light source, seemed to become extremely hot.

Manufacturer narrative:
Additional information will be reported once investigation is completed.